Event description:
Out affiliate reports to us that one of their account facilities reported to them that during an arthroscopic knee repair, a portion of an unidentified rigidfix system instrument broke off into the patient's body and remains therein. Although the device fragment was not able to be retrieved, the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded by the user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.